Event description:
It was reported that a user experienced high blood glucose overnight and in the morning while using the ilet, with a measured glucose of 232 mg/dl, and requested assistance performing a supply change after removing the infusion site without observing a bent cannula; the device displayed a prompt to rewind, and the user successfully repeated the rewind and completed the supply change, then resumed insulin delivery. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after troubleshooting and education. Investigation included telephone troubleshooting and user education on performing a rewind and completing a supply change. Investigation of this case revealed no device malfunction identified during the call, and user-interface timeout behavior required the user to repeat the rewind step to proceed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.